Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a motor error. The insulin pump could not be rewound. The blood glucose reading was not given. The issue was not resolved with a bettery change. Nothing further was reported.